Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 586 mg/dl. The customer had been experiencing high blood glucose levels for two days. Troubleshooting was performed. The insulin pump was programmed, but the customer did not know if the settings were correct. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer stated that she would look for the tubing clamp and call back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.